Event description:
It was reported that, when the user tried to load a clip to an applier before use on a patient, the clip got broken. Therefore, a new package was opened instead.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. One broken clip was also returned loose. The cartridge was visually examined with and without magnification. The cartridge contained no clips remaining. The broken clip was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A clip was broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned. One broken clip was also returned loose. The cartridge contained no clips remaining. The broken clip was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73e1900390 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, when the user tried to load a clip to an applier before use on a patient, the clip got broken. Therefore, a new package was opened instead.